Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having unexplained low blood glucose for several months. The customer stated that she hit her head when getting out of bed, and she is going to see the doctor. The customer stated that she is not bleeding, but she is sore. The customer¿s most recent glucose reading was 231 mg/dl, and she has treated with food. Troubleshooting was performed. Reviewed the bolus and found that the customer bolused 152.0 units of insulin and zero carbohydrates. Instructed the customer to speak to the doctor about the bolus wizard. The customer stated that the insulin pump fell out of the case, and it is damaged at the corners of the liquid crystal display window. Advised the customer to revert to back up plan. No further information was provided.